Event description:
Nidek received a complaint from the customer on (B)(6) 2013. Customer reported that the handpiece was not oscillating during the use of mk-2000; sn handpiece (hp) (B)(4) / console (c) (B)(4). No injury to the patient was reported at the time.

Manufacturer narrative:
The affected device was returned to nidek on (B)(4) 2013, but customer has requested unit back before we could inspect so the device was not inspected that time. On (B)(6) 2014 customer sent the device back for inspection. Nidek service engineer (se) had conducted an evaluation and the mk-2000; sn handpiece (hp) (B)(4)/ console (c) (B)(4) and its parts and accessories were tested for proper operation. On evaluation se found that the shaft assembly was damaged and was out of specifications. The two blade holders bh20130-131 and bh-20130-132 were deteriorated and the flap size was out of specifications. Handpiece's shaft assembly and o-ring had been replaced and repaired. Handpiece has been operational and returned back to the customer, however two blade holders could not be repaired and could no longer be used for surgery. Nidek contacted customer to gather additional information regarding the reported event and confirmed that there was no patient injury involved with the event as the problem was noticed during the testing of the device before the surgery. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.